Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached.

Event description:
It was reported that a nephrostomy catheter device was used during a nephrostomy exchange. Two days after the procedure, it was found that the catheter shaft came off from the shrink tube of the pigtail catheter during the emergency visit to the outpatient clinic. Reportedly, there was no evidence that the patient had removed it. The device was replaced with another nephrostomy catheter with a new lot number with no patient complications.

Event description:
It was reported that a nephrostomy catheter device was used during a nephrostomy exchange. Two days after the procedure, it was found that the catheter shaft came off from the shrink tube of the pigtail catheter during the emergency visit to the outpatient clinic. Reportedly, there was no evidence that the patient had removed it. The device was replaced with another nephrostomy catheter with a new lot number with no patient complications.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detached. Block h11: investigation results the returned nephrostomy catheter sets was analyzed, and a visual evaluation noted that the tube connector returned in good condition. Microscopic examination was performed under magnification, and it was noticed that the catheter assembly was detached from the connector cap. Additionally, the connector cap returned damaged; however, it was also noticed that a glue in the connector cap indicating the catheter was initially attached. With all the available information, boston scientific concludes that the reported event did not lead to a clear conclusion about the cause of this failure. However, the reported findings of system damage found on the connector cap, is probably related to handling and manipulation of the device, it is probable that an excess of force applied to the device such as operational factors during their use could lead to damage the connector cap. Based on the information available and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.